Event description:
45mm 15ga arrow ez io needle inserted by ed staff. Nurse states fluids infusing without difficulty but would not give blood return. Femoral line in process of being inserted left groin at same time and successful. Team opted to remove io needle once femoral line established. During removal process of io, housing came off but needle remained in patient. Rt leg vice grips required to assist in needle removal following counterclockwise motion no lot number information due to room cleaned and trash emptied prior to io removal issue.